Event description:
It was reported the pt received a low battery warning. An sjm rep met with the pt and cleared the low battery flag. Longevity calculations revealed possible battery passivation. The pt will f/u on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.